Event description:
It was reported that during device change-out for normal eri, externalized conductors were observed on the lead. No electrical anomalies were detected. The lead was explanted and replaced. There were no complications during the procedure and the asymptomatic patient was stable after the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 6.8-10.0cm from the distal tip. Internal insulation abrasion was noted at 7.8-8.0cm and 39.5-40.0cm from the distal tip. The etfe coating was intact at these locations.